Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported intermittent backflow sensor alarms although there was no flow. The alarm would sound while tubing was clamped. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.